Manufacturer narrative:
No product was returned. A review of route sheets could not be performed for this product as the lot number was not provided. The cause of difficulty of inserting the last coils could not be determined. The stretched coils are evidence of insertion/withdrawal difficulties. It was reported that the coil insertion difficulty occurred after successful placement of six coils. In order to maintain lubricity of the inner lumen of the microcatheter, the IFU instructs that a continuous flush must be maintained. The flush rate must be monitored after introduction of the coil introducer into the microcatheter to ensure that an adequate flush is maintained. This is a possible procedural factor contributing to the reported inability to insert the coils into the microcatheter resulting in coil damage. The microcatheter was not returned for analysis; therfore no conclusion can be made. The exact cause could not be determined. This is one of four products used on the same pt. MFR. Report #1058196-2007-000041, #1058196-2007-000042, #1058196-2007-000043.

Event description:
During coil embolization within unknown aneurysm, the physician placed a 7mm, 6mm, and 5mm (total of six units) coils using this microcatheter without any difficulty. Following the procedure, he could not advance the 4mm and 3mm coils into the rapid transit microcatheter (mc). The mc was withdrawn from the pt's vessel. Outside the pt, he tried again to advance the coil into the mc, but the coil remained inside the mc. There was no adverse consequence to the pt. Further review of the analysis on the returned concomitant products determined that there was a reportable product malfunction that was not evident from the information provided by the customer.